Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that during a procedure, the device clamped on the patient's tissue and would not open it's jaws. It was reported that the surgeon had to tear tissue to free the device. After correspondence asking for additional information, it was reported that there was no substantial blood loss, just the torn tissue to remove the device.

Manufacturer narrative:
The complaint device was evaluated and heavy contaminants were found to be present. The device was able to be opened with effort and proceeded to pass all functional testing once opened. The device's functionality was likely affected by the heavy contaminants when the device was not properly cleaned during use as directed in the instructions for use.